Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest and subsequently expired, which was alleged to be caused by the administration of naturalyte and/or granuflo during dialysis.

Manufacturer narrative:
This is one event for the same pt involving two separate products.